Event description:
It is reported that during the cervical disc hernia surgery after disc distance removed solis peek cage has been adapted to the implant holder. It has been found that the cage has broken while removing the folder. Broken cage was taken out from the space adapted to the holder, and a new cage was used to finalize the surgical procedure.

Manufacturer narrative:
Additional information has been requested and if made available,will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.